Event description:
Customer reported a past low blood glucose (bg) event with the lowest bg level recorded at 40 mg/dl. Consuming glucose tablets was the treatment action taken for the low bg event. Customer had been using the control-iq feature on their pump, and the issue occurred before contacting technical support. The customer was advised by customer technical support (cts) to consult with their healthcare provider (hcp) about factors affecting their bg levels.